Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the cause of the high impedances was not determined. It was unknown if any troubleshooting had been done since the initial report.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1g130, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 25-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the healthcare professional (hcp) requested help with impedance check and eligibility form for out of town MRI the patient needed. Upon checking, she found impedances to be out of range. No MRI could be done. The results she stated were: left stn electrode impedances: c & 0: high (15,115) 0 & 1: high (15,412) 0 & 2: high (15,262) 0 & 3: high (17,090) no environmental/external/patient factors were thought to have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. The patient was alive without injury at the time of the report. No complications were reported or anticipated.